Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were lower than the blood glucose and caused threshold suspend. The blood glucose reading was over 400 mg/dl. The customer received to calibration error alerts when trying to calibrate, followed by change sensor alert. The sensor reading was 67 mg/dl when the blood glucose reading was 155 mg/dl. The customer was advised on insertion and calibration protocol. The customer was advised to call when a calibration error occurs instead of calibrating again. The customer declined further troubleshooting.